Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) by charge time while the monitoring voltage was still at middle of life (mol). The device is scheduled to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
As further information concerning this report is expected, this investigation will be updated when further information be provided.

Manufacturer narrative:
Further information has been received that this device was successfully explanted and replaced. The device is expected to be returned for analysis. This report will be updated if further information is received.